Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was getting an error code when it was plugged in. They received the error message as localizer faulted. Based on the coil faults 0 and 1 and the tca fault, this looked to be that the flat emitter was faulted and not the controller. No patient was present. Troubleshooting information was provided. The side emitter was working as expected, but the flat emitter was not. Print camera diagnostics tool: when the flat panel emitter was plugged in, it indicated the controller was faulted. When the side emitter was plugged in, it indicated that everything was working as it should. No visible physical damage.

Manufacturer narrative:
Brand name ; product ID 9733752 (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field. In summary, a new emitter was sent to the site and was confirmed to be working with the system. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, serial/lot #: (B)(6). H2, h3: the flat emitter was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the flat emitter had electrical failure having a tcurrtfault on 3 of the 12 coils. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.